Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿alert 38 ¿ motor stall¿ alarms despite restarts, with no impact to blood glucose and no hospitalization. Symptoms included device alarms without patient injury. Outcomes included shipment of a replacement ilet, instructions to sync data, return the original device, and reinitiate setup, while continuing cgm use separately until the replacement arrived. Investigation included remote troubleshooting and verification of shipping logistics. Investigation of this device revealed a device malfunction related to a motor stall consistent with a pump drive/component issue, with the alarm not reproducing during one call but recurring thereafter. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump motor subsystem leading to a motor stall.